Event description:
Reporting status: malfunction. Reporting rationale: balloon rupture is likely to cause or contribute to pt injury. Device issue: balloon rupture. It was reported that the target lesion was the mid rca with moderate tortuosity, moderate calcification and 99% stenosis. The voyager rx balloon catheter was inflated for the first time when the balloon ruptured at 8 atm. The procedure was completed after deploying another company's stent. No add'l event or pt information is available.

Manufacturer narrative:
Results and conclusions summation - product performance engineering reviewed the incident info. Factors that may contribute to balloon issues include, but are not limited to, manufacturing, pt anatomy, pinholes/ruptures, tears, or associative device interaction. The pt anatomy was described as moderately calcified and tortuous, which could have contributed to the reported rupture. A review of the manufacturing records at final inspection revealed that there were no units rejected for balloon damage. However, without the device to examine, a thorough analysis could not be performed and no determination can be made as to the root cause of the reported discrepancy.